Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
As reported to coloplast, though not verified: the patient had an altis implanted in october 2015. Since 2018, the patient reportedly has had the following: sensation of incomplete bladder emptying with the feeling that something was pulling or too tight, chronic urinary tract infections, reduced muscle strength, myofascial tenderness, hematuria, mesh ridge (erosion) and abnormal discharge. In february 2024, vaginal mucosal ulceration was noted around the retained mid-urethral sling with chronic infection. The patient underwent cystoscopy and excision of the altis sling and vaginal mucosa around the sling.